Event description:
A customer a system presented with an illumination issue prior to a procedure. The customer had to eject the illumination module and insert again. The procedure was started and completed with the same equipment. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).